Event description:
Blue top vacutainer plus na citrate. When drawing blood vial would not fill fully. Happened on multiple occasions.what was the original intended procedure?blood draw.device #1is this a laboratory device or laboratory test?yes.this problem involved: other.if you answered other to the question above, please specify:not sure.is this a recurring problem with this assay, test kit or instrument?yes.if you answered yes to the question above, please provide additional comments:device failed on several patients.which of the following problems did you observe:specimen problems.please describe any follow up actions:opened new lot.product not available to return to manufacturer.